Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, broken belt clip slot, cracked case on reservoir tube window corner and stained end cap sticker.

Event description:
It was reported the customer received a keypad anomaly. The customer stated the up button was not functioning. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.